Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: lot manufactured between october 21, 2019 to october 22, 2019. H10: two (2) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing with water was performed which revealed a leak at the spike port bonding area for both bags; between the spike port cap tube and the spike port. The reported condition was verified. The cause could not be determined; however the most likely cause was due to inadequate or lack of cyclohexanone applied during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 2 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the middle port. The leaks were discovered after filling. There was no patient involvement. No additional information is available.